Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue. A gap on the distal acoustic lens adhesive, stain entered inside the lens though the gap. The probe lens is damaged. Additionally, the bending section cover glue is chipped, the insertion tube is buckled below the protector boot, the air/water nut is damaged, the suction cylinder is damaged, the angulation movement has play and the up/down angulation is below specification, and the distal end air/water channel is clogged. There are scratches to the objective lens, scope cover, control body. A review of the repair history shows the scope was last serviced via repair on november 2021. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via that the customer evis exera ii ultrasound gastrovideoscope was returned to the regional repair center for evaluation of a reported ¿worn sheath, loose/scarce angles, echo head coating damaged¿ which was found during an unspecified event. Upon inspecting and testing, the evaluation identified a gap on the distal acoustic lens adhesive. This report is being submitted to capture gap on the distal acoustic lens adhesive. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap on the distal acoustic lens adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.